Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 600 mg/dl. Customer reported that parts of one infusion set became detached and were bad. Customer had taken 10u correction. Infusion set will not returned for analysis.